Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient thought the device caused back pain. No troubleshooting was performed. The device was removed, and is not planned to be replaced with another manufacturer product. There were no device issues or further patient complications reported at this time.